Event description:
It was reported that the guide wire did not feel right during use. There was some resistance encountered and when the guide wire was removed from the pt it was noted that the tip had unraveled. Reportedly, there was no patient injury.